Event description:
Customer reported the faceplate is missing and the needle is broken. The customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm the reported issue. Instead found that the faceplate is chipped but not missing. The needle moves up and the cufflator holds pressure as it should. Needle does not reset to zero, instead needle only resets to 116. Initially, needle reading was at zero. No readings can be taken since needle does not reset to zero. Note: instructions for use state: the cufflator should be calibrated annually, or if measurements fall outside of this range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).